Event description:
It was reported that there was multiple gas loss alarm logged on cardiosave intra-aortic balloon pump (iabp) unit there was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Event site telephone- (B)(6). The customer inspected the unit and reported that the issue became apparent during the patient interface module leak test. They referenced the pneumatic module interface as the component requiring replacement. The customer completed the repair but requested that a technician further evaluate the fault during the upcoming fsca visit. An installation date for the fsca has not yet been scheduled.